Event description:
During implantation, no click sound was heard when screwing the atrial lead. During a follow-up, even if atrial lead electrical characteristics were conformed to the specifications, as low rates pacing episode and atrial threshold variability were recorded by the device, the physician decided a surgical re-intervention. The pacemaker was finally replaced even if the leads was still correctly tightened to the first device.

Manufacturer narrative:
Conclusion: upon reception, the visual inspection of the connector components revealed: damage at the level of the atrial screwdriver slot; damages at the top of the setscrew's hex cavities; the upper part of the atrial setscrew was deeply damaged with metallic particles detached inside the hex cavity thus, explaining the difficulties to screw / unscrew; the connection issue reported by the user during the implantation at the atrial level and the variations of atrial threshold reported more likely resulted from an incorrect insertion of the screwdriver blade through the screwdriver slot. The most probable hypothesis to explain the reported event is that: the screwdriver was not fully inserted in the atrial setscrew's hex cavity, which damaged the setscrew at the upper part of the hex cavity. However, the atrial setscrew could have been screwed but no click sound was heard because of a poor contact between the setscrew hex cavity and the screwdriver's blade. In addition, when trying to unscrew: it was necessary to insert the screwdriver with an angle; a pull test was done and the atrial lead did not pull out; in reality, the lead was not completely tightened: in consequence, there was a bad electrical contact between the lead pin and the corresponding terminal; it could explain the variation of threshold observed at the post-implant check; to address this, sorin provided a reminder and additional instructions to ensure the wrench was fully inserted. These additional instructions have been included in the newest reply instructions for use.